Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A large, curved split was observed in the catheter just distal to the molded joint on the side of the red lumen. A kink was observed in the catheter material near the proximal end of this split. The catheter was found leak from the split when both lumens were flushed with a 12 ml syringe of water. A microscopic observation revealed a relatively large ¿c¿-shaped split with two shorter longitudinal branches on its proximal side. The edges of the split were mostly straight with some jagged sections near the corners of the split. The fracture surfaces of the split were observed to be mostly flat and granular in texture. An additional split was found within the septum between the two catheter lumens and was observed to be slightly curved. While the exact cause of the splits could not be determined from the evidence observed on the returned catheter, possible contributing factors include compression damage, over-pressurization, instrument damage, and exposure to incompatible chemicals.

Event description:
It was reported discharge of diprivan from the piccline puncture point. Test revealing the reabsorption of product in the second pathway. Ablation. Test = section incomplete at the proximal level clinical consequences: patient uncomfortable, painful and maladjusted to the ventilator due to lack of administration of IV therapy. Protective measures: ablation then change.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported discharge of diprivan from the piccline puncture point. Test revealing the reabsorption of product in the second pathway. Ablation. Test = section incomplete at the proximal level clinical consequences: patient uncomfortable, painful and maladjusted to the ventilator due to lack of administration of IV therapy. Protective measures: ablation then change.